Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s up left button was not responding. Customer stated that numbers were not ramping on their own. Customer stated that scroll bar was not moving with no input. Customer was able to access the menu screen. Customer stated that the buttons were not unresponsive during an easy bolus attempt. Troubleshooting was done and buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the left keypad button was not working. After taking the boards out of the case and inserting them into a known good case and after swapping a known good electrical board 2 onto electrical board 1, it appears that the problem seems to be isolated to electrical board 1. Unable to perform displacement, and self tests due to the keypad anomaly.